Manufacturer narrative:
The customer did not perform troubleshooting with a bec field service engineer (fse). The customer requested for a waste output tubing replacement. Service was not dispatched for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the waste output tubing of the coulter ac t diff 2 hematology analyzer was leaking. An instrument subject matter expert (sme) indicated that there is only one waste pathway and the contents that pass through it are blood, lyse, clenz and diluent. The operators were wearing personal protective equipment (ppe) consisting of gown, gloves and glasses at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No change to patient treatment attributed to this event.